Event description:
It was reported that "the distal radius was implanted in a patient with a distal radius non-union. The patient came into see doctor for follow up, and he saw on the xrays her distal radius had broken. She was scheduled for revision surgery at (B) (6) hospital where the implant was explanted and, he reimplanted another of the same size distal radius plates.